Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: a review of the pump¿s black box and suspend history revealed one manual suspend. The ez-prime steps were performed correctly with no ¿auto-suspend¿ or errors, alarms or warnings. The pump was suspended and resumed successfully. All the keypad buttons responded properly and the product performed within specification. The original ¿suspend¿ complaint was unable to be duplicated. (B)(4).